Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during a case on (B)(6), at 8:20 am the device worked as specified. At 12:00, the user found that the spo2 of the patient was reduced while an alarm was posted. The auto-ventilation had stopped and was switched to manual immediately. Spo2 of the patient increased to the previous values. The device worked without fault again after performing a reboot.

Manufacturer narrative:
The electronic device log file was analyzed. On the reported date of event the device was powered on at 7:55am. During the subsequent power-on self-test (post) the ambient pressure sensor of the flow power sub module was found to be faulty. The user accepted the deviation and post was completed at 8:04. The case in question was started at 8:45. After 3 hours in the case the ventilator detected a wrong motor position and forced an autonomous shutdown while changing mode to man/spont. This was accompanied by the corresponding "ventilator fail" alarm. Manual ventilation remains possible in this case. Based on the provided pictures can be concluded that the motor position could not be clearly detected anymore due to contamination of the encoder disc increments with oil. It could be determined that excess grease/oil from greasing and conservation of the ball screw was visible which splashed out of the spindle and scattered over the encoder disc during rotation of the spindle. An unclear motor position will force a shut-down of automatic ventilation to prevent from serious mechanical damages to the ventilator unit. It can be assumed that the excess grease/oil was not removed adequately during motor/spindle assembly in production. The manufacturing process has been improved- oil is no longer used so recurrence of such issue can be excluded. The affected device was manufactured july 2017 so before the change in september 2017. The faulty ambient pressure sensor onboard the flow power was detected during post- before patient involvement. The flow power is part of the functional unit responsible to determine gas concentrations for o2, co2 and anesthetic agent. In case of a gas measurement failure, several or all gas measurements as well as related curves are no longer available. Instead of values inop or ¿--¿ is displayed and a ¿gas sensor fail alarm¿ is given. As gas measurement is a monitoring function only and is not used for control purpose there is no influence on ventilation or gas dosage. The flow power module has been replaced already.

Event description:
Please refer to the initial report.